Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that she was hospitalized for hypoglycemia. Customer's blood glucose was unknown. Customer was off the device for less than 48 hours prior to the hospitalization. Customer's blood glucose was 33 mg/dl prior to the call. Customer's blood glucose at time of call was 149 mg/dl. Customer mentioned device might be over-delivering insulin. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer will not be returning the device for analysis.